Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at bench for analysis, it was discovered that the usb port was not responding. There was no reported patient involvement at the time of the event, therefore, no consequences or impact occurred.